Event description:
It was reported that the burning and stinging in the patient's pocket went away when the left ventricular (lv) lead output thresholds were turned down. Possible device grommet damage with fluid ingress to the setscrew and an lv lead insulation breach was discussed. It was also reported that the lv lead pacing impedance had dropped to a low value during the time that the burning and stinging started. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, lead, implanted: (B)(6) 2013; 5076-52, lead, (B)(6) 2009. (B)(4).